Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed evaluation serviced the device for a similar symptom "under delivering by over 10% outside of spec" allegation. The reported allegation was not duplicated during evaluation. The device passed flow accuracy test with within ± 5%. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction was needed. The reported condition was not verified. The device was found to deliver within specification during flow testing. The device was tested at 3 different flow rates with 3 runs for each rate including the last infusion rate observed in the event history log (300 ml/hr) for 60min. The rate of 40ml/hr had the results of (B)(4) . An internal and external inspection of the device components, door hooks and door hook shims, pressure plates, valves and associated pumping hardware was performed. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that came back from repair & was still not passing the flow rate test. It was (minus) -12% out of tolerance and had been sent in 3 times during testing in the biomed service. There was no patient involvement. No additional information is available.